Event description:
Pt reported obtaining back-to-back blood glucose results of 400 mg/dl and 128 mg/dl on the compact system. Pt indicated that, at the time the results were obtained, he was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacfement product was shipped.